Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrectomy probe's port stopped closing with a strange sound when it made contact with the infusion cannula during a procedure. The product was replaced and the procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray. The returned sample was visually inspected and was found non-conforming with a bent needle and the needle cracked at the bend. The sample was then functionally tested for actuation, aspiration, and cut and was found non-conforming for all three functional tests. No noise was observed during aspiration or actuation testing. The inner cutter could not be extracted from needle, therefore degree of wear and further investigation could not be performed. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. The complaint evaluation confirms the probe had actuation and cut issues. The evaluation did not confirm that the probe had excessive noise. Unrelated to the reported event, the evaluation indicated that the probe also had an aspiration issue. The most likely root cause for the actuation, aspiration, and cut non-conformances is from the bent/cracked needle. A bent needle can impede the movement of the cutter shaft and can also impede aspiration flow through the probe. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The exact root cause of the bent needle cannot be determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).